Manufacturer narrative:
Analysis of case part 253134 found that the camera or scu was damaged. Analysis of case part 253135 found no anomalies. The returned psu's housing has yellowed considerably. Both lenses have many scratches. A check of the event log did not reveal any adverse events. The psu passed an accuracy test at .19 mm with a passing threshold of .35 mm, but the psu had difficulty tracking in the lower reaches at the back edge of the volume, possibly due to the scratched lenses. Also, the laser battery is low, only able to light the laser briefly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information regarding a navigation device being used outside of procedure. It was reported that, during tests, it seemed like the camera field was shorter than it should be. The field had to be put closer than usual. There was not patient present when the issue was addressed.